Event description:
The pediatric patient had a dual cuff peritoneal catheter placed for dialysis in 2016 by surgeon #1. Post kidney transplantation, the catheter was removed in 2017 by surgeon #2. After several months of induration and pain at the insertion site, surgeon #1 performed an exploration at the insertion site. The surgeon discovered that one of the two cuffs had remained in the abdomen at the rectus sheath unbeknownst to the surgeon removing the catheter several months prior.